Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2024-02428. It was reported that both leads migrated because the leads were not anchored. Surgical intervention was undertaken on (B)(6) 2024 wherein both leads were repositioned. Effective therapy was restored.